Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -11.5/2.5/088 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2023. On (B)(6) 2023 the lens was exchanged with the same length lens but different axis due to excessive vaulting. The problem was resolved. The cause of the event was unknown.